Manufacturer narrative:
Visual inspection revealed no physical damage to the outer plastic housing of the transmitter and the ac power adapter. Further inspection of the ac power adapter revealed burnt marks on the main circuit board and inner casing. After replacing the defective ac power adapter, the transmitter was able to power on. The transmitter complaint of no power source was confirmed due to the defective ac power adapter.

Event description:
Smoke was noted when the device was not able to start up due to a power failure. The device was replaced with no patient consequences.